Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during a lap right hemicolectomy, the doctor found that the tissue pad of the device detached off the clamp arm in about 30 minutes no pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning